Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cover (cap) of a homechoice cassette "fell off". This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with an opened pouch. A visual inspection with the naked eye, noted the pull ring tip protector of the patient line was not capped onto the male luer lock connector. An under water pressure test was performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.